Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05473. It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery (rca). A guide catheter was positioned, then a 2.50 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. It was noted that the proximal edge of the stent was disrupted and flared. Subsequently, a 2.50 x 16 synergy ii was advanced but also failed to cross the lesion and the proximal edge of the stent was also disrupted and flared. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.